Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited high impedance. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
(B)(4).